Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 701. This condition had the potential to interrupt delivery. This condition was found in the material management department upon power up. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4).device evaluation:the condition of a colleague infusion pump with failure code 701 was confirmed and duplicated during product evaluation. This condition was caused by corrosion in the channel b pumphead module. The channel b pumphead module was replaced to correct the condition.a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Additional information: additional investigation is being conducted through (B)(4).